Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front right and back left sensing electrodes. Patient described the rash as red and sore. There was no alleged device malfunction contributing to the irritation. Patient is a nurse and advised she would try to twist the lifevest slightly and wear it on the looser setting with a tank over top. Reporting due to patient being a medical professional and adjusting the lifevest. The outcome of the rash is unknown as follow up attempts were unsuccessful.